Manufacturer narrative:
All the buttons functioned properly and no moisture damage on keypad traces, under lcd screen, electronic assembly or motor noted. Keypad connector was fully locked. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons on the insulin pump were unresponsive. Customer reported the issue with escape, up and down arrow buttons. The customer's blood glucose was 220 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.